Manufacturer narrative:
The field service engineer adjusted the sample probe liquid level detection. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable troponin t hs results for 1 patient sample on a cobas 8000 e 602 module. The initial troponin t hs result from an aliquot of the sample was 0.010 ug/l and was reported outside of the laboratory. The medical professional requested a rerun. The repeat troponin t hs result from the primary sample tube was 7.60 ug/l. There was no allegation of an adverse event. On (B)(6) 2018 a precision test was acceptable. The provided alarm trace shows a sample probe alarm prior to the initial troponin t hs result. The investigation is ongoing.